Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports they had been vomiting. The patient reports not being able to use their controller as it was stuck on a application update and would not reset. The patient reports not having a back up for insulin delivery. Once at the hospital the patient was treated with an insulin drip and transitioned to manual insulin shots. The patient was discharged from the hospital after 4 days.